Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the reported symptom system error 322. The lower auxiliary assembly was replaced as it is a known contributor to the reported symptom. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum infusion pump alarmed system error 322 during therapy. It was also reported that there was no pt injury .